Event description:
The customer's mother reported a button error. The blood glucose reading was 146 mg/dl. Prior to the event, the customer was delivering a bolus. The customer's mother also stated that she was treating the customer with food at the time that the insulin pump alarmed button error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Button error alarm due to flattened esc button dome switch. The insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.